Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "defib fault 80," "defib fault 108," and 'defib fault 109" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.